Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing every other clip. It is unknown how the case was completed. No adverse consequences reported. The device was discarded. No additional information in available.